Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records and sterile certification shows that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found the internal spherical radius was mostly covered in numerous wear marks and abrasions with no observable embedded foreign particle debris. The observed wear is atypical of a typical wear pattern, and not typical for a liner implanted eleven days. Machining lines are visible under abrasions on the spherical surface, typical with wear due to foreign particle debris. The source of the foreign particle debris is unknown.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2009 to remove and replace the acetabular liner due to infection. It was noted during the revision procedure that the liner appeared to be scratched.